Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficulties were not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances associated with the reported lot that would have contributed to this complaint and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, while an unspecified stent delivery system (sds) was able to be inflated using a 20/30 priority pack indeflator without issue (correct pressure was indicated on the indeflator device), an attempt was made to deflate the sds with the indeflator, however, the indeflator would not deflate the sds as the collar did not click when turning the collar to the deflation position. The 1st indeflator was disconnected and a 2nd indeflator was connected. The sds was able to be fully deflated without issue using the 2nd indeflator. There was no reported clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.